Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 indicating that a 1124 "battery failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. While evaluating the device for a previous failed o2 concentration accuracy test issue, the manufacturer's product support engineer (pse) also found that a 1124 "battery failed" error occurred, and the battery needed to be replaced. However, the repair was canceled, and the device was returned to the customer at the customer's request. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.